Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion, the right ventricular (rv) lead became stuck in the header of the device. Since the patient is pacemaker dependent, a temporary pacing lead was placed. The physician then used a bone cutter to remove the back of header and successfully removed the rv lead from the device. The lead was able to be re-implanted with the new device and remains in service. The device was explanted for normal battery depletion as planned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, external visual inspection noted a portion of the header had been cut away and the header was loose on the device. There was evidence of silicon bonding in the rv lead barrel and there was a hole in the rv seal plug. All other seal plugs were noted to be intact and all set screws operate normally. A review of the device memory noted no resets or error codes. Manual electrical measurements noted normal sensing and pacemaker functions. Analysis confirmed the allegation from the field.